Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. A third party was contracted for repair of the system.

Event description:
The customer reported the system locked up. No patient injury was reported.